Event description:
As reported: "a patient who had undergone surgery about a year and a half ago was re-operated on after a postoperative pseudoarthrosis was identified."

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report. Device discarded.

Event description:
As reported: "a patient who had undergone surgery about a year and a half ago was re-operated on after a postoperative pseudoarthrosis was identified."

Manufacturer narrative:
The reported event was not confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. A review of the rmf revealed no deficiency. The possibility of impaired bone healing is included in the documents. It was reported a patient experienced pseudoarthrosis after a year and a half requiring medical intervention. Implant damage or deficiency was not report and not present on provided x-ray. A product deficiency was not verified. Origin of the complaint is insufficient bone healing which was regarded as patient related. In case further substantive information becomes available we reserve the right to re-open the investigation and to re-assess a root cause.